Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2008 and (B)(6)2010 and mesh was implanted. The dates were not clarified. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures, including mesh removal surgeries in (B)(6) 2010 and (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted along with concurrent xenform graft matrx implanted due to cystocele, stress urinary incontinence, vaginal vault prolapse and rectocele. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2010, for mesh midurethral sling, posterior repair and excision of prolene stitch. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems and dyspareunia. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient underwent autologous pubovaginal sling, harvesting of anterior rectus sheath and placement of suprapubic cystostomy tube on (B)(6) 2011 due to sui. No additional information was provided.